Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician wanted to change the implantation site for the lead. The lead helix was fixed to the myocardium and the lead could not be disengaged from the heart. Manual tugging was performed on the lead to remove it. It was noted that the helix had a fibrous structure/ tissue on it and was extended after removal. It was determined that the lead could no longer be used and a new lead was implanted. No patient complications have been reported as a result of this event.